Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of this lead was performed. Complete lead was returned. A trace of dried body fluid and blood was noted in the lumen in the tip area of lead. The lead passed wire insertion test. Laboratory analysis was unable to not confirm the reported allegation.

Event description:
Boston scientific received information that this left ventricular (lv) lead was not implanted successfully due to a product performance issue. Additional information indicated that the physician was unable to pass the wire through the lead after attempt to implant. This lead was never in service. No additional adverse patient effects were reported.